Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2022 and suture was used. During the procedure, the hcp felt the suture strand was not moving in the usual way, and that he has the perception to the touch that the caliber seems finer, in the end with the force he had to exert to pass the strand through the tissue, the strand broke. The product was used despite the difficulty. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: events reported via 2210968-2022-06133.